Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the camera head and the image of the endoscope became upside down due to the misalignment of the camera head unit. The vertical (up/down) movement of the camera head and endoscope image corresponding has been established as a product specification due to the misalignment of the camera unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the camera head was unlocked and rotated 180 degrees which resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the hd camera head image was rotated 180 degrees with the camera head attached. There were no reports of patient harm associated with the event.